Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 110 mg/dl at the time of the call. The customer stated that their insulin pump went in to a threshold suspend. The customer mentioned that they had already resolved the issue prior to the phone call.